Event description:
Caller reported a cgm error and sought assistance. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the caller successfully started their sensor session without encountering further errors.